Manufacturer narrative:
Additional information.

Event description:
New information received notes the capped right ventricular lead was explanted during an unrelated procedure. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator upgrade, the outer insulation of the right ventricular lead was observed to be peeling. The lead was functioning normally, but was elected to be replaced. The lead was capped on (B)(6) 2019 and replaced. There were no complications reported about the procedure.